Manufacturer narrative:
The user reported inaccuracy in sensor readings. Based on our review of the data, we can see that the system was experiencing a period of instability. However, after re-linking, the system is beginning to show improvement with better agreement in bg and sg values. The user was advised to continue using the system, calibrating as requested. No further investigation was required for this complaint.

Event description:
On 05 april 2025, senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported inaccurate glucose readings, with significant discrepancies between sensor glucose (sg) and blood glucose (bg) values. The case was escalated to the next level of support for further review.based on customer care's review of the data, they could see that the system was experiencing a period of instability. Customer care instructed the user to perform a sensor re-linking process, which was completed the same day. The user was advised to continue entering calibrations, especially when glucose levels were stable, and to allow three days for system monitoring. By april 11, the system showed signs of improvement, with better alignment between sg and bg values.the case was closed on april 12th, 2025 after confirming the user was actively using the system.